Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right ventricular (rv) lead, exhibited noise. Additionally, a high out of range pacing impedance measurement was detected. The lead was explanted and replaced with a different model lead from the same manufacturer. No additional adverse patient effects were reported. The device remains in service.